Event description:
A customer contacted beckman coulter (bec) to report that approximately 10 cc of a mixture of diluent and blood had leaked from a coulter hmx hematology analyzer while running samples and also stated there was poor needle bellows drain. The leak went onto the counter under the front of the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the event. No injury or exposure was reported. No erroneous results were generated or reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the needle holder bracket to be loose causing the needle not to be positioned correctly in the bellows during backwash of the aspirate and vent lines. Fse tightened the screw holding the bracket to the air cylinder and this resolved the issue. The cause of the leak is attributed to a loose needle holder bracket. (B)(4).